Event description:
Procedure type: lap assisted distal gastrectomy (ladg). According to the reporter, the balloon burst midway through the procedure. There was no pieces of the device falling into the cavity or impacting the patient. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 09/05/2007.